Event description:
The suspect device read 1.6 inr in 2004. Dr. Instructed to have pt. Take 4mg coumadin and resume with 3mg the next day. Unknown lab result. Was told it was high. Five days later device read 1.1 inr. No strips left, unknown lot. Device was not cleaned, site didn't know how. Family member gives pt their meds. Staff and physician know that pt is over medicating. Has been admitted to the hospital for gastric bleeding more than once.